Event description:
Report received via device registration of "replacement of disconnected catheter connector." Follow up with hcp revealed patient had a disconnection of the 2 piece catheter at the connector. Patient suffered withdrawal and required oral baclofen to control symptoms. The catheter was repaired. No patient outcome provided.